Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21104. It was reported a patient presented for a procedure on (B)(6) 2021. During procedure while repositioning the right ventricular (rv) lead, it would not reinsert into the header of the pacemaker. Upon visual examination, it was noted the distal sealing ring on the rv lead was damaged. The physician elected to remove the damaged portion of the rv lead and connected it to a new pacemaker within the same procedure. Post-procedure the patient was stable.